Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2016 with the following findings: the pump powered on with intact auditory and vibratory features to a blank screen. Investigators were unable to adequately investigate the alleged ¿power¿ complaint due to a blank display issue. Further technical analysis revealed eeprom (electrically erasable programmable read-only memory) failure. Upon removal of the pump cover, no intermittent condition was found to the printed circuit board. Unrelated to the original complaint, the battery compartment was noted to be cracked.